Event description:
Caller reported a malfunction on the pump with a malfunction code malf 5, and there was no notable event prior to this. There was no adverse impact to the customer¿s blood glucose level, indicated as not exceeding 500 mg/dl. Technical support arranged for the pump to be replaced and advised the customer to use multiple daily injections as a backup therapy to ensure continued insulin delivery. Customer was informed about the updated software in the replacement pump and instructed on how to store and return the malfunctioning pump, with further training available through their tandem source account.